Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultrasmart meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately at 10 pm on (B)(6) 2018, when the patient obtained alleged inaccurately erratic blood glucose results of ¿123 and 189 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin, taking 1 unit of humalog per 3 grams of carbohydrate, and 40 units of levemir. The reporter indicated that about 30 minutes prior to obtaining the alleged inaccurate results, between 9:30 pm and 10 pm, the patient was ¿disoriented¿ and ¿felt low¿ . She reported that the patient self-administered a ¿couple of sugar pills¿ to treat his symptoms at around 10:15 pm on (B)(6) 2018. She denied that the patient had used any other device to test his blood glucose levels. At the time of troubleshooting, the cca confirmed that the meter was set to the correct unit of measure. The reporter indicated that the patient had used an approved sample site to obtain the blood samples. She confirmed that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial and she described the correct testing steps. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Felt low and disoriented, while using the meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.